Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a silicone slice near the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the array contact pads at some electrodes. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a partial electrode insertion and high impedances. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.